Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. The lens was torn/split/cracked with pieces removed. Solution was dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause could not be determined. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 23.5 diopter range. Due to the presence of clinical solution, the observed damage most likely occurred due to customer handling. There have been no other complaints reported in the lot number. Additional info was requested on 01/04/2012 and 01/11/2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).

Event description:
A surgical technician reported that a following bilateral intraocular lens (iol) implant procedures, the pt had the lenses exchanged for power. In a follow up, the technician reported the pt had a refractive error. Limbal relaxing incisions (lri) were performed at the time of the original lens implant surgery. The events resolved following the lens exchanges. The assistant reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the left eye.